Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the patient had a fecal management system placed on an unknown date as a result of diarrhea. Later, the patient began to complain of rectal pain causing the nurse to proceed with the removal of the fecal management system. During removal, the nurse noted approximately 70-75 cubic centimeters of water was removed from the retention balloon. No further patient complications were reported as a result of this event.